Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported she trying to bolus and the numbers kept scrolling. Customer's blood glucose was 305 mg/dl. Customer does not recall the device being exposed to moisture. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.